Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 470 mg/dl. The customer also reported that, the insulin pump had insulin flow blocked alarm. Customer called in a passed insulin flow and a current. Event was not resolved alerted again when she only changed the reservoir and the tubing but not the needle in her body. Assisted customer in performing a 5.0u fill cannula and insulin was exited. Customer treated high blood glucose with manual injection and can't get it down. Customer declined troubleshooting for the high blood glucose. Customer is offered to troubleshoot for tape not sticking but she declined as well she already uses additional taping and was just telling me about it. Customer stated that she has been able to keep blood glucose under 500 mg/dl. Customer was also able to change the fill cannula back. The device will not be returned for analysis.